Event description:
The customer reported that on (B)(6) 2011 an erroneously low, non-reproducible alpha-fetoprotein (afp) result, within the normal reference range of the assay, was generated from a unicel dxl 600 access immunoassay system for one patient sample. Repeat testing of the patient sample on the same instrument produced a higher afp result, above the normal reference range of the assay, that was not questioned by the customer. The initial afp result was not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with the event. The sample was collected in a serum tube and centrifuged prior to testing. Instrument assay quality control results generated prior to the event met customer established specifications. A "reagent pipettor detected fluid at unexpected height" error was generated by the instrument during the processing of the involved sample. Instrument system check data was not provided to date. No additional patient results were questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 to address the issue. The field service engineer (fse) performed system checks and secured the sample probe fluid connection during the service visit.upon completion of the necessary and verified repairs, the instrument was returned back into operation.a definitive root cause for this event has not been determined to date.